Event description:
It was reported that while in the middle of a thrombectomy procedure the balloon broke on a fogarty catheter (unknown model number). The patient was transferred to the hospital where they tried to retrieve the broken balloon with a snare. They were unable to retrieve the balloon. The balloon has since migrated into the patient¿s lungs. No patient complications were reported. The patient was discharged in good condition.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Lot number or model number was not provided; therefore review of the manufacturing records could not be completed.